Event description:
A nurse is reporting a posterior capsule tear during a cataract extraction with intraocular lens implant procedure. The surgeon is suspecting the quality of the irrigation aspiration (I/a) tip used. The surgeon experienced an unexpected different feel during polish. Vitreous did not present at the time of the tear and the lens was positioned in the capsular bag. The pt has recovered without treatment.

Manufacturer narrative:
The customer did not return a sample for evaluation. One sterile lot number was identified with this complaint and was composed of four manufacturer component lots. The device history records for the lots were reviewed. No anomalies that could have contributed to the customer complaint issue were found during the device history record review. All products were released according to manufacturer's acceptance criteria. A complaint history review indicates no add'l complaints were associated with the sterile and all component lot number. Because a sample was not returned and the lot info provided had no abnormalities related to the complaint issue, the root cause for customer complaint issue cannot be determined. (B)(4).